Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) had a non-sustained right ventricular oversensing (nsrvo) alert. This was due to myopotential oversensing. This did not cause any inhibition of pacing. The patient was further monitored. The patient was stable.